Event description:
It was reported that on (B)(6) 2021 a patient presented with injury and was operated for fixation of bilateral supracondylar fractures using the retrograde femoral nailing-advanced (rfna) system in both femurs. On (B)(6) 2022, during routine patient follow-up, x-ray showed both proximal screws in the nail of the left femur had loosened. The surgeon stated that the loose screws are asymptomatic. The patient¿s bone shows signs healing and the patient is ambulatory. The surgeon is currently monitoring the patient. The screws have not been removed as of (B)(6) 2022. The patients¿ right femur is healing as planned without issue. This report is for one (1) unknown proximal locking screw this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unknown proximal locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the photo. Visual analysis of the photo revealed that unk - screws: nail proximal locking had a nail and screw construct is visible at the femur left and right with signs of bone fracture, the screws appear to have migrated from original position at the femur left . As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for unk - screws: nail proximal locking. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.